Event description:
It was reported that during a percutaneous balloon angioplasty procedure a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous arm fistula on the venous side. The 8.0 x 60mm x 75cm mustang balloon catheter was inflated to 14atms and ruptured on the first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous balloon angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous arm fistula on the venous side. The 8.0 x 60mm x 75cm mustang balloon catheter was inflated to 14atms and ruptured on the first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the device observed no damage to the shaft of the device. The balloon showed evidence of being inflated. There was blood present in the balloon. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 29mm from the proximal markerband. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).